Event description:
During a pci, the physician was unable to thread the stent over the wire. Upon closer observation, the distal stent struts were noted to be uplifted. The device never actually entered the patient's vasculature. Another device was used to finish the procedure. There was no patient injury reported.

Manufacturer narrative:
During a pci, the physician was unable to thread the stent over the wire. Upon closer observation, the distal stent struts were noted uplifted. The device was not used in the patient. Another device was used to finish the procedure. There was no patient injury reported. One non-sterile cypher us was received coiled in a plastic bag. The body was bent and the distal end of the stent was found up-lifted. When observed under microscope, the tip of the device was found damaged at the edge and blood was present. A crossing profile was conducted and the results indicated that the stent was under the acceptance criteria. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079534 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported as "stent out of shape-strut uplift" was confirmed. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective actions will be taken at this time. Based on the information provided, it is not possible to draw a conclusion about a causative relationship between the device and the failure. However, procedural factors, such as manipulation of device while trying to thread it over the wire, may have contributed to the damage found at the distal tip and the strut uplift reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.